Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit had unresponsive buttons due to flattened (creased) act and esc buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform self-test and displacement test or verify communicate to sensor simulator to confirm lost sensor alarm due to unresponsive button.

Event description:
The customer reported via phone call that the insulin pump had lost sensor alarm. The customer's blood glucose was 83 mg/dl and 151 mg/dl and 147 mg/dl and 69 mg/dl and 137 mg/dl and 135 mg/dl and 140 mg/dl and 180 mg/dl at the time of incident. The device will not be returned for analysis.